Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient stated that the water vapor therapy did not work for him. The patient needed to be catheterized four times per day.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that the water vapor therapy did not work for him. The patient needed to be catheterized four times per day.